Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, and cracked retainer ring. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump was cracked near reservoir. Customer stated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.